Event description:
It was reported that pump displayed incorrect cartridge amount, indicated empty cartridge despite insulin remaining, and stopped insulin flow during tubing fill, which led customer to stop pump use. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as alternative insulin therapy, declined further follow-up, and was in process of obtaining new out-of-warranty device, and no additional information was received regarding outcome of event.